Event description:
Follow-up info received for three pts that developed toxic anterior segment syndrome (tass) identified the intraocular lens as a possible contributing factor. This report is being submitted as MFR number 1119421-2006-00236. The other MFR report numbers are: MDR #s 1119421-2006-00234 and 1119421-2006-00235. In this case tass developed in the first 24 hours following surgery. On postoperative day one, 3-4+ anterior chamber (ac) cells were observed. On postoperative day two, 2-3+ cells were seen in the vitreous and the pt was referred to a retina specialist. Vitreous and aqueous taps were done, antibiotics were injected and the pt was treated with hourly drops. On postoperative day four, ac cells were 1+. The tass resolved in one week. The surgeon reports the cause of tass remains unk.

Manufacturer narrative:
(B)(4). The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. Sterilization batch records were reviewed and documentation indicates the cycle ran within all required parameters. There has been one similar complaint received for this lot number. (B)(4).